Event description:
The patient experienced erratic stimulation. The system was replaced. The patient recovered without sequela.

Event description:
It was also initially reported that the patient was unable to adjust stimulation. On (B)(6) 2013, it was reported that the leads were replaced due to the leads being cracked. The physician could not tell from an xray what the issue was, hence the replacement. The patient also reported the stimulation had been intermittent and that she had not felt good stimulation.

Manufacturer narrative:
(B)(4).